Event description:
It was reported that the 9000 system would not boot up. The system displayed a charger failed message. The system is used in a research lab and no pt was involved.

Manufacturer narrative:
A ge service representative discussed the malfunction with the facility contact and felt it may be the batteries for the 9000. The ge service representative advised the facility contact that due to the age of the equipment ge no longer supports the system and if the batteries need to be replaced they will need to seek another source. The facility contact stated they will seek a source.